Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, around 4:45 am, she had suffered a hypoglycemic event during which her cgm was reading 70 mg/dl while her bg was measured at 13 mg/dl. Paramedics were called. They treated patient with a sugar IV. At the time of her call to dexcom technical support patient reported that she recalls hearing cgm's low alerts but not the low threshold alarm. Patient also reported that she was feeling better.